Event description:
Customer stated that their meter was not turning on at all. A review of the system was conducted over the phone. During this review the meter did turn on, however, the customer indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.